Manufacturer narrative:
Neither the device nor any imaging were available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported from a representative from japan that a revision surgery was done for a rise spacer which migrated post-operatively with subsequent screw loosening, causing patient pain.